Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 180 mg/dl. Troubleshooting was performed. The prime test passed. However, the high pressure test failed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.